Event description:
Reportable based on analysis completed on 11-dec-2018. It was reported that tracking and noise issues occurred. A intellanav mifi open-irrigated ablation catheter was used for a ventricular tachycardia ablation procedure. However during the procedure it was noted that the catheter tracking disappeared during ablating and while bending of the catheter. It was also noted that there was noise on all electrodes. The procedure was completed by replacing the catheter. No patient complications occurred. However, returned device analysis revealed fluid ingress. Visual inspection revealed distal end was bent at the butt bond. Dried body fluid under ring 1 and 2 electrodes and under ring 2 proximal seal. Dried body fluid also found on the handle, main body tubing and distal end. Dried saline found on the distal end and inside the irrigation ports. Electrical continuity checks revealed no electrical shorts or opens, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications.